Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned and the device disposition is unknown; therefore, a return sample evaluation is unable to be performed. Aspiration pneumonia is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient experienced aspiration during recovery and was diagnosed with aspiration pneumonia and was treated with unspecified intravenous antibiotics. On (B)(6) 2020, the patient experienced respiratory distress and was placed on a ventilator in a medically induced coma. The patient was weaned from the ventilator to a CPAP and down to oxygen. The patient then developed dysphagia, hypoxia, and dysphonia, and received a feeding tube. The patient has recovered from aspiration pneumonia and was discharged from the hospital on (B)(6) 2020.